Event description:
Acct reports that the male adapter on the extension set separated from the female luer on the "insite" IV catheter and blood backed out. No significant blood loss experienced as nurse was at bedside and re-connected the IV. Parents were also at the bedside and were upset. Baby is fine today with no residual effects. No sample available.